Event description:
It was reported that the patient presented to the clinic. Interrogation of the patient¿s pacemaker showed high capture threshold on the right atrial (ra) lead. The physician elected to reimplant and reposition the ra lead. The patient was in stable condition.